Manufacturer narrative:
The tech found gauze in the side rail latch. The tech removed the gauze to resolve the issue.

Event description:
The account alleged the side rail would not latch. No patient impact.